Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿frequently changing of attendant¿. Two days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with amikacin 125 mg, (frequency and route not reported) and meropenem 1 gm (frequency and route not reported). Action taken with dianeal therapy was not reported. At the time of this report the patient was recovering from this peritonitis event and the patient remained on ¿remedial therapy¿ for the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.